Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the adapter noted no abnormalities. Evaluation of the device noted that the code drive_motor_excessive_load_mode was present. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the drive_motor_excessive_load_mode error codes may occur of the device stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In either scenario, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic wedge resection. The stapling device was being used for the lobe resection. The powered stapling handle was assembled properly and all lights indicated the device was ready to use. After pressing the green button, the surgeon fired the reload but only half centimeter from the proximal site. In order to resolve the issue and complete the case, used a manual stapling handle and a new reload. There was no patient harm. The patient outcome is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.